Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 6/07/2017 with the following findings: the battery cap was not returned with the pump and a test cap was used to complete the investigation. The test cap was able to fully tighten onto the pump. The display screen was blank when the pump was powered on with the test battery cap. During investigation, the pump powered on with functional auditory and vibratory features. The attempt to download the pump history and black box was unsuccessful and the initial complaint about a ¿temperature¿ issue could not be adequately investigated. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or to the cgm module.